Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump would not turn on and the pump touch screen was dark. Customer's blood glucose was 220 mg/dl. Reportedly, the customer reverted to an alternate form of insulin therapy.